Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx voyager catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon inflation, which would have contributed to the difficulty inflating the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported difficulty inflating the balloon and rupture cannot be determined. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the obtuse marginal. The voyager was pressurized to 8 atmospheres, but the balloon would not inflate. The catheter was removed without issue. Once outside the patient, an attempt was made to inflate the balloon and contrast was seen leaking from the balloon. A new voyager was used to continue the procedure. There were no patient effects and no significant delay in procedure due to the inflation issue. The patient outcome was good. No additional information was provided.